Manufacturer narrative:
(B)(4). Insulin pump received with a high sleep current measurement test, problem isolated to the pcb 2. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump battery life was too short. The customer blood glucose level was unknown. The device will be returned for analysis.